Event description:
The physician used d-stat flowable in a liver biopsy procedure. The physician stated that the patient reported experiencing pain during d-stat flowable delivery. No further complications were reported by the physician.